Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose value.